Event description:
A peritoneal dialysis patient called into technical services after receiving a "invalid sensor reading" alert on his cycler. At the time of the call the patient was in drain 2 had drained out 237ml expected 1795ml. Prior to calling the patient had pressed the okay button multiple times in an attempt to clear the warning but yea it did not clear. The patient had to power off/on the cycler to reset the cycler. In follow-up the peritoneal dialysis nurse (pdrn) reported the patient was in the clinic on (B)(6) 2015 with peritonitis due to touch contamination after attempting to rectify cycler issues he encountered during his treatment. The patient was given an undisclosed dosage of antibiotics. The patient's condition worsened and he was admitted into the hospital on (B)(6) 2015 for peritonitis. The patient was still inpatient care during the follow-up. No further information was provided.

Manufacturer narrative:
Medical records have been requested numerous times but have not been received by the manufacturer. If the medical records become available, at the conclusion of the investigation, a supplemental report will be filed with the results of the clinical investigation. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.